Manufacturer narrative:
As reported, the "used" genesys matryx 9.0 x 25mm interference screw from the surgery on (B)(6) 2014 is not expected for evaluation, as it is not being released/returned from the user facility. Without the involved device, an evaluation could not be performed. This lot was manufactured on 03/28/2014 in a lot of (B)(4) units (B)(4). A review of the device history record showed, there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported post-operative infection. There were no other complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed other than this alleged incident, there have been no serious injuries or deaths reported related to "post-operative infection". The IFU listed infections, both deep and superficial under adverse events. This reported problem is addressed in the product's risk document, and the safety risk has been found to be acceptable. The genesys matryx interference screw is a single use biodegradable implant intended for use in interference fixation of soft tissue and btb grafts in anterior and posterior cruciate ligament reconstructions. The risk of post-operative infection after a surgical procedure always exists. Aorn/good clinical practice would include examination and verification of the sterile packages for integrity and expiration dates before use. If packaging has been opened/damaged or altered and if any part of the sterile container was found to have a breach in sterility, do not use the product and contact the manufacturer immediately for replacement. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provided the following warnings and precautions: -do not use this device in situations where blood supply limitations and/or previous infections could retard healing. -do not use this device in patients with active sepsis, infection, foreign body sensitivity to the implant material and/or conditions which tend to limit the patient's ability or willingness to restrict activities or or follow directions during the healing and rehabilitation period. -until ligament healing is complete, all fixation achieved with this screw should be considered as only temporary, and may not withstand weight bearing or other unsupported stresses. Premature bending, loosening, fracture and/or migration of the screw may result from early stress and activity. -the screw must be fully inserted below the cortical surface to avoid protrusion and soft tissue irritation. -the patient should be advised that the product materials may cause allergic reactions including, but not limited to: foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. Device is being held by user facility.

Event description:
The customer reported that the genesys matryx interference screw 9.0mmx25mm was used during an acl reconstruction procedure on a (B)(6) year old, male patient on (B)(6) 2014. Five (5) weeks after the surgery, the patient presented with signs of a postoperative infection that included localized redness, swelling, and exhibiting pus at the incision sites. The patient was promptly admitted to the hospital and antibiotics were administered. On (B)(6) 2014, the surgeon elected to perform a secondary surgery to clean out the surgical site, and remove the graft and the interference screw. Follow-up with the surgeon revealed that the patient is currently recovering well with no signs of infection at the present time. It was also reported that the screw is currently in the hospital's pathology department and the user facility has declined the request to return the screw for evaluation. Additional information received from the user facility revealed that the surgeon was not made aware of the patient's significant family history of postoperative infection in that mother, father, and siblings have all had postoperative infections (including mrsa), until the patient became symptomatic. Based on this finding and all available information, the surgeon is very confident that the postoperative infection was not caused by the genesys matryx screw.